Manufacturer narrative:
Cooper surgical became aware of the event from a medwatch form sent from the user facility. The user facility did not identify the device on the form. This facility does not return subject devices. Attempts to positively identify the device have failed thus far. The effort to identify the device continues and f/u info will be submitted if obtained. (B)(4).

Event description:
(B)(4).